Manufacturer narrative:
This is one of three related reports. This report represents the impella 5.5 and other reports were submitted to represent another impella 5.5 and an automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 65-year-old male patient with cardiomyopathy presenting in scai stage c shock. During support, a purge system blocked alarm was noted characterized by high purge pressure despite appropriate dextrose concentration (=5%), absence of purge line kinks, and heparin concentration of 12.5 iu/ml in the purge solution. Motor current was monitored and no abnormal rise was noted. Troubleshooting steps included replacement of the purge cassette; however, the issue did not resolve, and p-level reduction maneuvers were not performed. A data download was requested, and both the pump and purge cassette were identified for return. No patient harm was reported, and there were no allegations of device malfunction affecting clinical status. The patient remained on impella 5.5 support with no documented hemodynamic compromise related to the purge event at the time of reporting. Based on available information, the event is consistent with a purge-related obstruction or flow-limiting condition requiring further device evaluation, but there is no evidence that the impella 5.5 malfunctioned in a manner that caused patient injury or hemodynamic instability.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. B5: added additional information. H6: added code a150202. H10: added the 2nd related report number.

Event description:
Unable to reposition device doesn¿t move when button pressed.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added.

Event description:
Additional information reports the patient survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge pressure high cannot be established due to a lack of sufficient clinical details, data logs or product returned. The cause of the device in wrong position cannot be established due to a lack of sufficient clinical details or product returned. The cause of the difficult to lock/unlock (catheter anchor or tuohy) cannot be established due to a lack of sufficient clinical details or product returned.

Manufacturer narrative:
H6: code a051104 was added per a review of the complaint file.